Manufacturer narrative:
Manufacturing review: based upon the severity level and lot quantity, the number of events is not above the aql threshold. The lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: although the sample was not returned for evaluation, one electronic video was provided for review. The investigation is inconclusive for specific failure mode, as the video review could not confirm a functional issue. Although a definitive root cause could not be determined, bad needle/luer bond, damaged or defective luer adaptor, inappropriate material selection or insufficient.

Event description:
It was reported that during dialysis catheter insertion procedure, an alleged air leak occurred with the introducer needle. It was further reported that the device was exchanged with a new dialysis catheter and the procedure was completed. There was no reported patient injury.

Event description:
It was reported that during dialysis catheter insertion procedure, an alleged air leak occurred with the introducer needle. It was further reported that the device was exchanged with a new dialysis catheter and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
H10: the previously submitted emdr inaccurately reported the g4 date. The g4 date should have been reported as 10/07/2019. Manufacturing review: based upon the severity level and lot quantity, the number of events is not above the aql threshold. The lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate investigation summary: although the sample was not returned for evaluation, one electronic video was provided for review. The investigation is inconclusive for specific failure mode, as the video review could not confirm a functional issue. Although a definitive root cause could not be determined, bad needle/luer bond, damaged or defective luer adaptor, inappropriate material selection or insufficient

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation; however a video was provided and is pending review. The investigation of the reported event is currently underway. (Expiration date: 05/2021).

Event description:
It was reported that during dialysis catheter insertion procedure, an alleged air leak occurred with the introducer needle. It was further reported that the device was exchanged with a new dialysis catheter and the procedure was completed. There was no reported patient injury.